Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device and electrode pads was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to faulty electrode pads. The electorde pads were repalced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.